Event description:
It was reported that the programmer had a "dead" spot on its display screen, center left, where functions could not be performed. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display had dead spots and therefore the bezel overlay was replaced to resolve. It was additionally noted that the system fan was intermittently noisy and it was also replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).